Manufacturer narrative:
A visual inspection, dimensional analysis, and functional testing were performed on the returned device. The reported difficult to insert was unable to be confirmed with the returned delivery catheter due to the damage noted. However, the filter was loaded into a proxy delivery catheter with no resistance noted, indicating that the filtration element functioned properly. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. The noted separation of the barewire was not reported and likely occurred due to manipulation of the device during packaging for return. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during the procedural preparation of a 190cm emboshield nav 6 embolic protection system (eps) when attempting to load the filtration element into the delivery catheter (dc), while using a torque device, the tip of the delivery catheter was noted to become bent. As a result, the filtration element could not be loaded into the dc, and therefore a new same sized emboshield nav 6 was used and the procedure was continued. There was no patient involvement nor clinical delay noted. The device was received and the return analysis revealed that the barewire core and coils were separated from the step. The account confirmed the correct device was returned; however, were unaware of the noted separation. No additional information was provided.